Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by biomedical department personnel that a burning odor was emitting from the pt's system controller. While the pt was in clinic, high power and flows were noted on the system monitor. In addition, the system controller alarmed and all of the led's illuminated. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Upon visual inspection, the system controller was found to be in used and dirty condition with a broken belt clip and black strain relief. The log file retrieved from the returned system controller contained data consistent with the reported event. During the eval, alarms with all led's illuminated were observed when the black power lead was connected to the power module. Further eval revealed compromised insulation on an inner power wire that had exposed conductors. The exposed conductors shorted to the metal housing, which resulted in the system controller alarming. The analysis could not conclusively determine the root cause that contributed to the wire insulation damage. No further info is available. The manufacturer is closing its file on this event.